Event description:
It was reported that a patient implanted with an impella 5.5 experienced increased ectopy and a brain bleed. The patient experienced severe headaches and vomiting which led to a head computed tomography scan, showing a hemorrhage conversion. The patient went for an emergency craniotomy that night and had an external ventricular drain placed. Suction alarms occurred overnight, and albumin was given. Impella 5.5 support continued.

Manufacturer narrative:
A.6 is unknown. The impella device was not received from the customer. The event logs were returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
A review of the device's data logs confirmed the pump suction issues. The cause of pump suction was patient condition related based on clinical details and log analysis. The root causes of the stroke and arrythmia were unable to be determined due to insufficient clinical details.